Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their husband will pull the car over, the patient will get out of the car, and then the stimulation will turn back on shortly. The issue of the patient¿s stimulation shutting off while they are in the care remains unresolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their programmer has been turning itself off when they are in the car and turn a corner. The patient then clarified that it was their stimulation that¿s turning off. They noted that sometimes it will turn off when they hit a bump in the car, and sometimes it will turn of for no reason at all. The patient stated that they will then stop and get out of the car, and after 30 seconds - 1 minute, the stimulation will start functioning again. They mentioned that this issue has been occurring more often; about every 2 weeks. The patient was to follow-up with their healthcare provider. No further complications were reported. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient called back today stating that they were still having the same issue where their stimulation turns off by itself. They stated that yesterday it went off four times. The patient described that stimulation would go away in certain positions. They stated that they noticed it had been happening more, even when they were in a sitting position. The patient reported that they would need to stand up and it would start feeling stimulation again. The patient mentioned they received a follow-up letter about this issue. The patient mentioned that a manufacturing representative reprogrammed them on (B)(6) and after they were reprogrammed their pain level was less than 7. The patient had not been seen by a healthcare provider (hcp) since 2015. The patient stated that they tried other groups. It was reviewed that the patient would need to follow-up with their hcp to have their device checked. No further complications were reported/anticipated.